Manufacturer narrative:
(B)(4). The event is currently under investigation. A follow-up report will be submitted upon receipt of additional information or completion of the investigation.

Event description:
The customer reported that the purple hub of the turbo-ject® double lumen over-the-wire power-injectable PICC (peripherally inserted central catheter) fell off of the PICC line. The hub did not appear to be cracked. The customer was able to confirm that no patient adverse events occurred, and no further medical intervention was required as a result of the product issue. It is not known if the device will be returned; as of the date of this report, no device has yet been received for evaluation. No further information was available from the customer.

Manufacturer narrative:
Investigation - evaluation: a review of complaint history, device history record, manufacturing instructions, specifications, quality control data, and visual inspection of the actual device was conducted during the investigation. One device was returned for investigation. The length of the returned catheter is 42.5 cm. A visual examination noted the purple hub has pulled off/ severed from the clear tubing lumen. This was prior to patient contact. A thorough of the device history record did not observe any non-conformances that may have contributed to this incident associated with the complaint lot number (8018823). Additionally, a review of the manufacturer's complaint database found no other complaints associated with the complaint device lot number (8018823). Based on the investigation evaluation, there is no indication that a design or process related failure mode contributed to this event. Current controls for manufacturing are in place to assure functionality and device integrity prior to shipping. Review of production and quality documentation did not observe any specific issues with current manufacturing or quality controls that may have contributed to this incident. This complaint is confirmed based on the customer's testimony, and a physical evaluation of the returned product. Based on the provided information a definitive root cause cannot be established or reported at this time. This failure mode has been escalated per internal processes.

Event description:
The customer reported that the purple hub of the turbo-ject® double lumen over-the-wire power-injectable PICC (peripherally inserted central catheter) fell off of the PICC line. The hub did not appear to be cracked. The customer was able to confirm that no patient adverse events occurred, and no further medical intervention was required as a result of the product issue. It is not known if the device will be returned; as of the date of this report, no device has yet been received for evaluation. No further information was available from the customer. Additional information received identified the device was being used for power injection.